Event description:
It was reported that the customer went to the emergency room (ER). Bg value was not provided. The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released later that same day.